Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced muscle spasms in the pelvic floor, numbness in the lower back from the waist down and recurrent vaginal prolapse. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/17/2015. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent extraperitoneal vaginal vault suspension, vaginal enterocele, rectocele and cystocele repair with mesh augmentation, bilateral paravaginal defect repair and cystourethroscopy due to urinary retention. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui.